Event description:
It was reported that during a laparoscopic low anterior resection procedure, the doctor felt that the trigger was harder to grasp than usual from the beginning. And the trigger did not return to the home position and remained closed at about the tenth firing. Another device was used to complete the procedure.

Event description:
It was reported that during a pleurectomy procedure, while trocar was in patient the trocar broke. When surgeon removed the broken trocar and examined it, a small piece was unable to be found. The surgeon is suspicious that it could be lost within the patient. The surgeon has reported it as an incident and explained to the patient what has occurred. The surgeon has kept the trocar. The condition of the patient immediately following the event was stable.

Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results of the device found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.